Manufacturer narrative:
The suspect device was returned for evaluation. The catheter was found to be fractured and the root cause is attributed to a weak fuse joint related to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Account report that during an endovascular aneurysm repair (evar) for abdominal aortic aneurysm. The operator inserted the impress catheter along the radifocus¿ guide wire. That wire was exchanged for the lunderquist wire. While attempting to remove the impress catheter, it's tip (approximately 10 cm in length) broke off. Attempts to retrieve the tip were unsuccessful and the procedure was terminated with the broken fragment remaining between the stent graft and the aneurysm wall, inside the aneurysm.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.